Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached around 400 mg/dl while wearing the pod longer than 48 hours. The pod leaked down the patient¿s arm (infusion site) prompting this ER visit. Symptoms reported include nausea, vomiting, dehydration, and ketones in urine. The patient was treated with insulin and fluids/medication via an intravenous (IV) therapy. The hospital discarded the pod.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.3. Hardware: iphone18.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.